Event description:
It was reported that the coil could not be detached after several attempts. Upon removal, the coil detached in the anterior cerebral artery and the physician was able to retrieve it. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).